Event description:
Customer reported device = hi. Customer gave themselves 10 units of insulin which is 2 more units than they normally uses because they felt their glucose was lower than it read. A few moments later, customer "bottomed out", emergency medical system (ems) was called. Customer's friend tested glucose and device = 85 mg/dl and then 300 mg/dl a few minutes later. Ems device = 31 mg/dl. The ambulance treated customer with an amp of d50 and transported pt to the hospital where they were given sodium choride. No controls. A request was made for return product and replacement product was sent.